Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 20 x 3.00mm stent delivery system was returned for analysis with a break in the mid-shaft and the product mandrel stuck in the lumen. The device was placed in the bath to soak and when removed the product mandrel was withdrawn without issue. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. However, the proximal balloon was not tightly folded and appeared to be slightly bunched. The distal balloon cone was tightly wrapped and evenly folded and was not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage with the tip bunched at the proximal end and stretched at the distal end. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found a break in the mid-shaft 1080mm distal to the distal end of the strain relief with the core wire exposed. An 0.014 inch guidewire, loaded successfully through the distal end of the tip and exited at the exchange port without issue. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 2.75mm x 18mm, concentric, de novo target lesion containing a >45 degrees bend was located in the moderately tortuous and moderately calcified right coronary artery. A 20 x 3.00 promus premier select drug-eluting stent was advanced but had difficulty tracking and damaged the distal part of the stent struts. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 2.75mm x 18mm, concentric, de novo target lesion containing a >45 degrees bend was located in the moderately tortuous and moderately calcified right coronary artery. A 20 x 3.00 promus premier select drug-eluting stent was advanced but had difficulty tracking and damaged the distal part of the stent struts. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.